Event description:
It was reported that a physician received a warning on her programming tablet indicating that she could not program a patient's output current up to 1.75ma from 1.50ma. After attempting to change the patient's settings, it appeared that the patient's output current was still programmed to 1.50ma, which is when the physician observed the warning message. The other settings were changed without issue. The physician did not perform diagnostics during the clinic visit. No additional relevant information has been provided to date.

Event description:
Programming history was reviewed for the patient's device. On the date that the physician reported seeing the warning message, the device appeared to have been programmed from 1.5ma to 1.75ma without an actual programming event. There was likely an incomplete programming event due to a communication issue possibly caused by electromagnetic interference or patient movement, leading to the warning message that the physician noticed when attempting to program the patient's device.